Event description:
The patient reported during an office visit the vns settings were increased and the patient "almost fell off the table because she almost had a heart attack." The patient reported that during a later knee surgery someone increased her settings and she had a heart attack. Per the neurologist, no assessment on the cause of these events is available as the patient keeps missing her follow up appointment.